Manufacturer narrative:
The insulin pump was unable to prime during prime test due to loose drive support disk. Unable to perform the excessive no delivery alarm test, due to prime anomaly. Motor passed motor test.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Nothing further was reported.